Event description:
The customer reported that results for a single pt sample processed on a vitros eciq sys were associated with the incorrect pt name. No erroneous results were reported. There was no report to pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros eciq malfunctioned. The investigation determined that the customer manually edited sample ID (B)(4) to (B)(4) and did not clear the info for sample ID (B)(4) which resulted in the incorrect pt demographics being retained. The customer touched the save/next target in the software which resulted in mismatched sample ID and pt demographics. The vitros eciq operator's manual, section on editing sample programming, indicates use of the save/next target will save all changes made including the sample ID. The root cause of this event is user error when editing sample programming.